Event description:
The distal tip of a 27 gauge endo-probe broke off in the patient's eye. The surgeon retrieved the piece with the addition of a 23 gauge trocar. Customer stated that there was no harm to the patient.